Event description:
It was reported that during an unknown procedure the forceps failed to engage, making recto-colonic anastomosis impossible. The forceps had to be removed without the anvil, which remained in place on the colon. Subsequently, the rectal stump was re-cut, with a change of forceps (having the same lot and no difficulty in making the anastomosis).

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: -other than the anvil of the first device detaching during removal, did the device also not fire when triggered at the anastomosis site? -were there any patient consequences associated with the incident? No serious patient consequence, except a hemorrhage risk and a surgical delay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch#: 918c74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29b device arrived with no apparent damage with the anvil missing. The breakaway washer was not present, and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged and the anvil was difficult to removed and reinserted. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number: 918c74, and no non-conformance's were identified.